Manufacturer narrative:
Correction: report; this product was added and reported to the us FDA in error. This complaint had already been reported through the first product line item under an incorrect lot number (27123). Upon return, it was confirmed that the returned product was the complaint device (lot number 27116). The lot number in the originally reported product line item was updated, and a correction report was submitted. This report shall be considered void and no further reports will be submitted under this product line item. If additional information is received, it will be submitted through the originally reported product line item under the corrected lot number of 27116. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter afapro28 afa pro 28, the nitron console displayed an error indicating that liquid was detected in balloon afapro28. After extraction of the catheter from the patient, blood was observed on the side of the balloon. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.